Manufacturer narrative:
No additional issues were identified during the device evaluation. The video socket was replaced, and the unit resumed normal function. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
During a standard inspection of a customer-returned asset, the evis exera iii video system center presented with a loose holding socket on the receptacle board that did not properly retain the scope connector due to a defective video connector socket. The customer did not report any problems associated with the device, and there was no patient or user injury, or harm reported to olympus.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviation that could have caused or contributed to the reported issue. A definitive root cause for this issue was not established. However, it is probable that the event occurred due to the loosening of the receptacle unit. Olympus will continue to monitor field performance for this device.